Event description:
During evaluation of a transfer set, leakage was found between the minicap and the dark blue connector. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This is being reported because it is same or similar to product in the us. The sample was evaluated by baxter, but the investigation is not complete as of yet. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap prep kit was not confirmed and the root cause could not be determined. A sample evaluation was performed and a visual inspection was performed on the returned sample and no defects found. Functional testing was performed on the returned sample and no defects found. The returned sample met specification.